Event description:
It was reported that on multiple occasions with three (3) different size 3.0 neo, neonatal tracheostomy tubes difficulties were encountered with inserting/withdrawing an 8 fr suction catheter. These difficulties were experienced with both initial use and re-use of the devices. There were no reported patient injuries. The involved devices are reportedly available to be returned to the manufacturer for identification, analysis and investigation. As of this date the involved devices have not been received. Device evaluation results are recorded in section h.